Manufacturer narrative:
A review of manufacturing records for the complaint product showed there were no non-conformances during manufacture. All testing and inspection requirements were met. The returned product had major damage; one half of the hub was completely broken off. Customer communications revealed that the user was using the blade in a stryker system 7 power system. The 3-pack part #11-4206, lot# 4x068 is for use only with a stryker system 6 power system as identified on the package label, 0100-6514 rev a. The complaint investigation showed that user error is the root cause of this complaint.

Event description:
It was reported that the patient underwent an oxford knee procedure on (B)(6) 2014. During the procedure, the saw blade snapped off at the attachment end when the doctor went to use it. Another blade was available to complete the procedure. Additional information received indicated tah the system 6 saw blade pack was used in a system 7 stryker system. There was no patient injury and no delay or extension in the surgical time.